Event description:
It was reported that the pt experienced an intermittent loss of therapeutic effect. The stimulation seemed to go away at times and when the pt would turn it off and back on then turn the amplitude up, she could feel it again. The battery voltage was 2.69v. There was no known accident or incident related to the event. The pt was seen in the clinic. Impedances were in the normal range, but a bit low, ranging between 450 and 139ohms. Therapy impedance was low at 251ohms. The pt was running stimulation at 2v, but had electrodes 1, 2, 4, 5, and 6 programmed.

Manufacturer narrative:
(B) (4)